Manufacturer narrative:
Investigation summary: no photos or samples were received for evaluation. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. A device history review was conducted for lot number 8317519. Batch 8317519 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3: see h.10.

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable 21 g x 1 1/2 in. Needle was damaged. This was discovered during use. The following information was provided by the initial reporter: using bd integra syringe with retracting needle. On completion of administering the medication, a click was heard and assuming the needle had retracted the staff nurse moved the syringe back to dispose of it. The syringe had actually snapped from the end of the barrel, leaving the needle and green collar in the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd integra¿ 3 ml syringe with detachable 21 g x 1 1/2 in. Needle was damaged. This was discovered during use. The following information was provided by the initial reporter: using bd integra syringe with retracting needle. On completion of administering the medication, a click was heard and assuming the needle had retracted the staff nurse moved the syringe back to dispose of it. The syringe had actually snapped from the end of the barrel, leaving the needle and green collar in the patient.